Manufacturer narrative:
The exposed portion of the soft cannula was found to be damaged. The download data contains no timeouts, drive stalls, or hazard alarms, indicating there was no struggle in delivering insulin. It could not be determined when the cannula was damaged.

Event description:
It was reported the patients blood glucose level rose to 22 mmol/l (396 mg/dl) while wearing the pod between 24 and 36 hours on the abdomen. As treatment, the patient gave manual injections using an insulin pen and placed a new pod.